Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient's programmer (pp) is showing the "ins in the box" message. The rep had a visit with the patient today and the rep indicated he interrogated the ins with the tablet. He made no programming changes and only checked impedances and then exited the programming session. The rep isn't sure how close he was to the patient when he closed the tablet session. The rep did not use the 8840 at all during the clinic visit. After going home after the visit, at some point the patient checked their isn and saw the "in the box" message. The rep is going to try to set up a meeting with the patient tomorrow afternoon and will check his ins. The rep doesn¿t' know if the patient is still getting therapy or not. During the follow up appointment with the patient the rep interrogated the patient's ins. The interrogation of the ins showed that stimulation was off, the ins is at elective indicator removal (eri). The programming was all intact and as expected. No unexpected error messages or pop up messages. The pp was also no longer showing the ins in box message. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the cause of seeing the "ins in the box" message was believed to be caused by the new restore samsung tablet app interrogating the device. There were no further complications reported or anticipated.